Event description:
Dealer advised getting high pressure no switching error code. Spoke with tech. Dealer advised tried new 4 way valve but still having the same issue. Tech advised to replace a pilot valve. Dealer hung up received information from tech.